Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer lift moved down unintentionally. The device was evaluated by arjo, the mast cover and the emergency lowering handle were broken. The safety pin was torn off as a result of the impact on the mast cover. No injury was reported.

Manufacturer narrative:
A patient was transferred from one room to another using a maxi move device when the lift moved down unintentionally. It was reported that when a patient was in the middle of the transfer the maxi move hit the top of a door frame, and then the device started to lower down. No injury was reported. The device was evaluated by an arjo technician. The visual inspection showed that the emergency lowering handle and components, that are assembled in the mast and which are responsible for device up and down movement, were broken. The mast cover had signs of damage. These components became damaged as a result of the lift hitting the door frame, which caused the reported unintended device movement. The instruction for use for maxi move device instructs that: ¿caution: before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, supporting frame, and jib.¿ to sum up, the maxi move lift was used with a patient at the time of the event. No injury was reported. The unintended movement was reported by the customer and from that perspective, the device did not perform as intended. The complaint is reportable due to the indication that fast unintended movement occurred during the transfer.